Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the customer would load a new cartridge onto the pump, the pump would prompt to load another cartridge after one day. Troubleshooting was unable to be performed. There was no known impact to the customer's blood glucose. Customer would continue to use the pump for insulin therapy.